Event description:
A dissection in the left anterior descending artery occurred during use of the pressurewire. The physician stated an ordinary guidewire could also have caused a dissection in this situation. A stent was placed and there were no other consequences.

Manufacturer narrative:
As the product was not returned, we were not able to identify a definitive root cause, but after review of our device history record, which shows full compliance with specifications, we do not believe there is any evidence of a device malfunction or any deficiency with the instructions for use requiring correction action. We will continue to closely monitor the performance of this product for any significant trends.